Event description:
The user facility reported that the device overheated and caused a burn during a procedure.  Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : device not returned.

Event description:
The user facility reported that the device overheated and caused a burn during a procedure.  The patient had a burn on that didn't require any treatment or other intervention. No further adverse consequences were observed.